Event description:
The risk manager reported the pt was receiving a potassium infusion, the pump beeped for pt occlusion and the nurse noted the silicone segment bulging in 2 areas. No pt harm or medical intervention required. Customer stated no further pt/event information was available.

Manufacturer narrative:
(B)(4). The set has been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.